Event description:
A surgeon reports a pt experiencing waxy vision following bilateral intraocular lens (iol) implant surgery. Additional info has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Additional info was requested on 10/31/08 and 11/14/08 by phone, fax, and mail. A completed questionnaire has not been received.